Manufacturer narrative:
If additional information is received from the reporter, a supplemental report may be submitted. Complaints will continued to be monitored for trends.

Event description:
Incident description: occurrence of the incident: the vacuum cup used did not function properly: "the cable stretched abnormally without breaking, instead of providing the resistance to allow traction." Immediate action: - replacement of the device with a new one: "attempted vacuum cup placement due to fetal bradycardia, preventing the fetal mobile from progressing." Code red caesarean section for bradycardia and instrument failure. Immediate apparent consequences: for patients: for the mother, prolonged delivery time with significant pain and a code red caesarean section. For the baby: bradycardia and potential risk of fetal distress. For professionals: event management - stress - work overload.